Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. A sample return is expected and a follow up medwatch report will be submitted upon completion of investigation. Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 06 oct. 2017, it was reported that the intestinal tube was partially blocked and the physician was contacted concerning replacement of the tube. On 19 oct 2017, it was reported that the tubes were replaced and the cause of the blockage was a bezoar.